Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Despite following troubleshooting steps with clinical support, occlusions continued to occur. As a result, clinical support recommended a pump replacement. The replacement was approved, and the customer would continue to use the pump for insulin therapy.